Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one x-port MRI isp implantable port attached to a groshong catheter and one cath-lock that was not attached were returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. Multiple breaks were noted to the proximal end of the catheter along with mushrooming. A complete circumferential break was noted on the distal end of the attached catheter. The edges of the complete circumferential break were uneven, and the surface was observed to be smooth and round in one region and granular in the other. In addition to the returned sample, one electronic photo and three electronic images were provided for review. The image shows that there is an abrupt interruption of the catheter in the neck near the site of entry to the jugular vein and the embolized segment of catheter in the right ventricle. Therefore the investigation is confirmed for the reported fracture, material separation, migration and identified wear and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2024), g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year four months and nine days post a port placement, the catheter was allegedly got broken and got separated. It was further reported that the broken catheter allegedly dislodged in the heart. Reportedly the port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 01/2024) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that one year four months and nine days post a port placement procedure, the catheter was allegedly got broken and got separated. It was further reported that the broken catheter allegedly dislodged in the heart. Reportedly the port was removed. The current status of the patient was unknown.